Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the physician noticed that the initial positioning exhibited high pacing impedance measuring 1800 ohms, as well as high pacing thresholds with loss of capture. The physician decided to remove this lead, however upon removal the physician encountered difficulty retracting the helix mechanism and made the removal of the lead difficult. Once outside of the body it was noted that the helix was deformed. The physician opted to finish the procedure with another lead. No adverse patient effects were reported. This lead has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the physician noticed that the initial positioning exhibited high pacing impedance measuring 1800 ohms, as well as high pacing thresholds with loss of capture. The physician decided to remove this lead, however upon removal the physician encountered difficulty retracting the helix mechanism and made the removal of the lead difficult. Once outside of the body it was noted that the helix was deformed. The physician opted to finish the procedure with another lead. No adverse patient effects were reported. This lead has been returned.